Event description:
The customer reported to customer service that her transformer came apart, the screws fell out and the transformer housing is in two pieces.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at that time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information were unsuccessful. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.